Event description:
An abo mistype on the galileo instrument was reported for a donor sample. The fwd_aborh assay was used. The first time the abo typing was performed, results were ab positive. The donor is a known a positive. The repeat typing on this donor was a positive.

Manufacturer narrative:
The customer sample was not submitted for investigation. Images from the instrument were reviewed and reveal possible carry-over with the pipettors. Carry-over of anti-a reagent between wells is a likely cause of the ab mistype. Aborh testing performed on in-house galileo with retention anti-a, lot 101663, anti-b series 3, lot 203217, anti-d series 4, lot 504686, and monoclonal control, lot 492024 using in-house donor samples of various abo types. A1rr cells, lot 111552 and brr cells, lot 113552 were used for reverse typing. All in-house donors typed as expected. No abo discrepancies were observed. The galileo operator manual states that "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur such as an a sample being interpreted as group ab... For this reason, abo-rh results should always be compared to the patient or donor's history." Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.